Event description:
The customer stated erroneous patient results were generated on the axsym troponin-I adv assay. Elevated results were reported and questioned by the physician. Upon repeat, results were within normal range. A patient generated a troponin-I result 0.41 ng/ml and upon repeat, the value was 0.0 ng/ml. A second sample from this patient yielded troponin-I results of 0.44 and 0.0 ng/ml. There was no impact to patient management due to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.